Event description:
The customer reported that following a ptca/stent procedure in 2000, a vasoseal es was deployed. The patient received reopro, heparin, and plavix during and post procedure. The deployer stated that at the time of deployment, the stick angle was unusually deep and the tissue required repeated dilitation using hemostats and a blade in order to place the tissue dilator down to the arteriotomy. Approximately one hour later the patient started complaining of the lower abdominal pain and a CT scan of the abdomen was performed which revealed a small retroperitoneal bleed. The patient was transferred to critical care unit and monitored for signs of bleeding, decompensation, etc. No surgical consultations, blood transfusions or other treatments were ordered. The patient's blood pressure and vital signs remained consistent with that of the ones performed during the procedure. The reopro drip was discontinued. The patient was discharged from the hospital the next day with no further complications.